Event description:
It was reported, that patient's implantable cardioverter defibrillator (ICD) was failed, to convert rhythm by providing appropriate therapy, during ventricular fibrillation (vf) episodes. Programming changes were made. The patient was stable.